Event description:
This supplemental report is being filed to provide information that the patient had a therapy upgrade and a transvenous system was implanted. The device was electively explanted and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has a history of atrial fibrillation. The field representative confirmed that the patient had ventricular tachycardia and the patient had received appropriate therapy. On one of the episodes the patient received therapy below the conditional zone, so this is considered an inappropriate shock. The patient had stenting to treat their underlying condition and the patient still has their system in service. Recently, the patient has received two additional inappropriate shocks due ventricular tachycardia that was below the conditional zone. This system still remains in service. No adverse events.